Event description:
I went to dr(B)(6) I believe in (B)(6), to be evaluated for lasik surgery. After a couple of tests, they said I was a great candidate and the doctor performed the surgery. I did inform them that some eye doctors in the past said that I had a little bit of dry eye and always gave me eye drops for contact lens wearers. I guess they still said that I was a candidate because I was or because they wanted my money. Anyways, in (B)(6) 2013, my eyes took a turn for the worse. Extremely, severely dry, red and irritated constantly. I have absolutely no relief whatsoever. I have been back to see dr (B)(6) and was given a topical antibiotic and sent home. I've had plugs put in my eyes, have done ipl, warm and cold compresses, taken fish oil, changed the light bulbs in my work office, have humidifiers everywhere, tried scleral contact lenses (every drop known to man) goggles, eye masks, etc. I can no longer wear mascara because it burns my eyes and makes them even more red. I've been tol by almost all of the doctors I've seen that this was caused due to lasik. I got older and my body has changed, making the dry eyes severe. I wish that someone at dr (B)(6)'s office could have seen or been truthful and let me know that I had dry eyes and that they could possible get worse as I get older. If they would have informed me, I never would have done it. My life is ruined. I feel depressed and unattractive.